Event description:
On (B)(6) 2012 the reporter, the patient's daughter, contacted animas to report the pump was not calculating or delivering proper bolus doses of insulin. No further information was provided. There was no report of any patient injury associated with this issue. The technical support representative contacted the patient to troubleshoot the pump and to obtain further information, however was unable to reach her by telephone. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during evaluation, the pump's bolus history was reviewed and showed no evidence of cancelled boluses. A 10u normal bolus and 10u audio bolus were successfully performed and accurately recorded in the pump history. During testing, an ezbg and ezcarb bolus was performed using the user's pump settings. Both were accurately calculated and performed with no issues; both were correctly recorded in the pump history. During testing, all of the keypad keys were found to be responsive to button presses. No hypersensitive keys were observed on the keypad. The original complaint was not duplicated during investigation.